Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during intra-operative use, the device locking mechanism was locked and could not be opened. The device was replaced with the new one to complete the procedure. There was no patient injury.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One lf1637 ligasure device was received, and an evaluation confirmed the reported issue. Visual inspection found no defects. Further mechanical examination found the handle was latched and difficult to open. Disassembly of the device found the issue to be due to a bent latch pin preventing smooth movement along a track within the device handle body. There was also a gouge in the plastic along the track. The investigation identified the root cause of the reported event to be mishandling during use. This type of damage occurs when the handle is forced open or excessive pressure is placed on the handle. If information is provided in the future, a supplemental report will be issued.